Event description:
The company was informed that a small incision site at the patient's implant site had opened up. The patient was treated in the emergency room with IV vancomycin and cefazolin then sent home with antibiotic treatment of clindamycin for 10 days. The patient's infection is currently resolving. Advanced bionics is in the process of gathering more information, once further information is obtained, a supplemental report will be submitted.